Event description:
A trilogy 100 ventilator was returned to the manufacturer with the allegation that the ventilator failed the initial powerup. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center, the device failed the initial powerup as alleged. The device's power management board required replacement to address the issue. However, no repairs were completed because the device was scrapped.